Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported balloon rupture was confirmed. Based on visual, functional and scanning electron microscopy (sem) imaging analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that using a right femoral artery access approach during a procedure of the mildly tortuous, eccentric, 75% stenosed, distal right coronary artery (rca), the 3.0 x 15 mm nc tenku balloon dilatation catheter (bdc) was used and during the first post-dilatation inflation at 4 atmosphere (atm) the balloon ruptured. There was no reported issue of resistance during advancing or removal of the device. The procedure was completed using a different abbott device. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(4) though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the u.s.